Manufacturer narrative:
One fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) incomplete needle penetration through meniscus. Per instructions for use 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Event description:
It was reported that during the meniscus repair, the fast-fix 360 during the deployment of the first anchor, by pushing the deployment slider, there was no click sound. The surgeon again tried but again no click sound was generated. The suture came out of the fast-fix without reducing the tear. The surgeon had to discard the fast-fix, back up was available to complete the procedure with 30 min delay. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint indicated that upon placement of t1, there was no deployment click. The suture did not reduce the meniscal tear. The device was returned visibly damaged. The depth limiter was bowed. The needle was extremely twisted, bowed and bent. No t¿s or suture was returned. The device is untestable in the returned condition. The physical condition indicates aggressive use during attempts to reach desired location. The condition of the device indicates use in a manner inconsistent with smith and nephew training or recommendations. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was established.